Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device could not be powered on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device showed all three icons (charge-pak, attention and service wrench) in its readiness display. The customer had placed a new charge-pak battery charger in the device; the charge-pak icon then disappeared but the other icons remained visible. The customer sent the device to physio-control for evaluation with the original charge-pak battery charger inserted. Upon device evaluation, physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused excessive off current which depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c177 on the analog pcb assembly being cracked and shorted. This capacitor, designator c177 on the analog pcb assembly being cracked and shorted, caused excessive off current which then depleted the internal hlc batteries and the charge-pak battery charger.a replacement device was provided to the customer under warranty.